Event description:
It was reported to medtronic minimed that the customer experienced blank display, audio/vibrate anomaly/absence of alarm, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the event. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. Customer reported that pump was dropped/bumped with no visible pump damage. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked into place properly during testing. Unit received with blank display. Unable to test for audio/vibrate anomaly/absence of alarm due to blank display. Proceeded by cutting unit open and performing visual inspection on connectors and electronic assembly. No moisture damage on electronic stack noted during visual inspection. During visual inspection under the microscope a crack was found across on the u6/pcba2 chip causing the blank display. Isolate to pcba2. The following were also noted during visual inspection: cracked keypad overlay at select button, pillowing keypad overlay, keypad overlay texture damage, and scratched case in summary, customer concern for blank display was confirmed per visual inspection. After deconstructive analysis, it was determined that blank display was due to cracked u6 chip. Isolate to pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.